Event description:
The customer received an erroneous low result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcgb value of <0.1 miu/ml accompanied by a data flag. This value was reported outside of the laboratory and the physician questioned the result based upon the patient's symptoms. The sample was repeated, resulting as 900.7 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 308599. The reagent expiration date was asked for, but not provided. The field service engineer determined that there were issues with liquid level detection. He replaced the liquid level detection printed circuit board and a cable. He verified that liquid level detection was then good. He ran performance testing and this was acceptable. The provided calibration data was acceptable. There were no alarms or flags on the calibration. The quality controls were within range. There was no indication of an instrument or reagent performance issue based on control data. A review of the alarm trace did not show any issues. The investigation determined that the service actions resolved the issue.